Event description:
A malfunction alarm was reported on the pump, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support if any issues reappeared.